Event description:
It was reported that the end user fell when the rollator collapsed. She suffered a head laceration that required suturing.

Manufacturer narrative:
It was reported that the rollator collapsed while the end user was sitting on it. She fell and suffered a laceration to the back of her head which required suturing. She was treated in the emergency room and subsequently discharged. No fracture resulted. The sample was not returned for eval, but photos were provided. There was no indication from the photos that any defect of the device existed. We do not know if the device was fully open of if the brakes were fully engaged when the end user sat down on it. A root cause has not been determined.